Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The lesion location and characteristics are unknown. The physician inflated the 5.5mm x 15mm x 150cm maverick balloon dilation catheter one time to "nominal pressure" and the balloon ruptured. The physician completed the procedure with a different device. No patient complications were listed and the patient's status was reported as "good".

Manufacturer narrative:
(B)(4):it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)